Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician performed a myosure procedure for uterine tissue removal procedure on (B)(6) 2014. The procedure was completed but the patient had "approx 100cc of blood loss". The physician used a foley catheter to stop the bleed. On (B)(6) 2015, it was reported that the patient was admitted into the hosp overnight and discharged the following day.